Manufacturer narrative:
(B)(4). Date sent: 5/31/2023. Batch # x9623c. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the er320 device was received with the trigger closed. In addition, the packaging opened was returned along with the instrument. The device was disassembled to evaluate the condition of the internal components and the trigger was found bent, not allowing the clips to fed into the jaws. In addition, 20 clips were found remaining inside the clip track. The damaged on the device could be that the internal ribs were being gauged by the feeder link, causing the trigger to experienced additional force that could interfere with the firing of the device. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this batch. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that during a laparoscopic gastrectomy, the handle was stiff from when the clip was about to feed into the jaw, and it would not to open after the trigger was grasped forcibly before use. Another device was used to complete the case. There were no adverse consequences to the patient. One device will be returning.